Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. While stapling the stomach, the stapler was capable of firing, but the load/charge has stopped and the instrument did not fire. The case was completed using a new reload. No patient injury.